Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing intermittent pain/shocking sensation in his chest and neck that felt different than his normal sensation of stimulation. Per clinic notes received, these symptoms occurred with autostim only. Diagnostics were within normal limits, but the patient was referred to ent for evaluation to determine if there was a lead issue. X-rays did not show any abnormalities with the vns system. The patient's autostim threshold was increased, reducing the opportunities for autostims to occur. The patient's autostim settings are higher than normal mode stimulation, and the patient reportedly does not use the magnet and would not be used to the higher stimulation. No known surgery has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Corrected description of event, supplemental #1 report: inadvertently left out information regarding the devices being discarded. H6. Corrected investigation type of investigation, supplemental #1 report: inadvertently left out coding b18.

Event description:
It was later reported that the facility discarded the products.

Manufacturer narrative:
B5. Corrected description of event, initial report: inadvertently left out information regarding the replacement surgery. D6b. Corrected explant date, initial report: inadvertently left out explant date. F10. Corrected impact code, initial report: inadvertently left out additional f1905 coding for replacement surgery. H6. Corrected type of investigation, initial report: inadvertently put b20 instead of b17.

Event description:
It was later reported that the patient underwent prophylactic generator replacement surgery. The suspect product has not been received into product analysis to date. No additional relevant information has been received to date.